Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00522179. On (B)(6) 2019, mentor became aware that the date of surgery was moved from previously reported (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: left side pain and breat implant rupture. Concomitant medical products: right side; 300cc mentor memorygel breast implant; catalog number: 3503001bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00522179. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and was presented with left side pain and breast implant rupture. As a result, the device was explanted on (B)(6) 2019.